Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experienced hyperglycemia and was stucked on rewind while changing the set. The blood glucose level was 586 mg/dl. The customer declined for troubleshooting. The insulin pump will not be returned for analysis.